Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# and serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a right ventricular outflow tract (rvot) ablation procedure with an ez steer thermocool nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After fast anatomical mapping (fam) with the catheter and prior to ablation, the patient complained of chest pain. A tamponade was confirmed via ultrasound. A pericardiocentesis was performed which yielded an unknown amount of fluid. The remainder of the procedure was aborted. The patient was reported to be in stable condition at the time this complaint was reported. Patient required one day of extended hospitalization as a result of this adverse event. The patient did complaint of chest pain due to drainage of blood; however the patient has fully recovered. There are no prior medical conditions documented that may have predisposed the patient to a cardiac tamponade. Physician's opinion regarding the cause of the adverse event is that it was related to the stiffness of the catheter tip. No steerable sheath was used during the procedure.